Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), lbl-04099-e, was reviewed. Based on available info, there is no indication that the IFU was not followed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
On (B)(6) 2014 arstasis received info on a case where the physician had trouble inserting the guidewire (may have been getting caught in a branch, preventing it from going in) they aborted the use of axera and placed a sheath over the latchwire to maintain access. Multiple attempts were made to follow up on the event but no response from facility was received. On (B)(6) 2014 arstasis received a medwatch report # (B)(4) which included the following additional info. Procedure was coronary angiogram. Right femoral artery was cannulated with axera device. The central lumen was advanced into the distal aorta with out difficulty. The second guidewire did not advance smoothly. The wire was removed and the axera was pulled with some resistance. There was excessive continued bleeding across the sheath and oozing of contrast. Pt was taken to operating room after 7 fr balloon was deployed to the external iliac artery to control bleeding.